Manufacturer narrative:
(B)(4). Ge healthcare's investigation is ongoing. A follow up report will be submitted when the investigation has been completed.

Event description:
It was reported that during a patient scan, there was a database error yielding an incomplete image set; contributing to the need to rescan. During rescan several days later, re-dilation of the arteries may have contributed to the stroke sustained by the patient. The patient was sent home before the device manufacturer was advised.

Manufacturer narrative:
It was reported that during a patient scan, there was a database error yielding an incomplete image set; contributing to the need to rescan. During rescan several days later, re-dilation of the arteries may have contributed to the stroke sustained by the patient. The patient was sent home before the device manufacturer was advised. Customer was unwilling to share additional details with regard to patient condition.